Event description:
It was reported that the explant handle screw that connects to the ball head snapped off and the ball head fell off therefore couldn¿t use handle properly. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the stem inserter. No further observations could be noted regarding the condition of the instrument threads from the image due to the reduced image quality. No product was returned; further visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The root cause of the reported issue is attributed to user error, as it was mentioned the instrument was found damaged/worn and was still used to complete the procedure. According to the IFU, it states under warnings that do not use cutting/sharp instruments with dull or deformed edges or instruments/ provisionals that are deformed, corroded, damaged or worn. They may not perform as intended. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected,updated: b4, d4: lot, d9, g3, g6, h2, h11.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4 b5 g3 g6 h2 h6: device code h11.

Event description:
It was reported that the thread on the screw of the cot stem inserter is worn/damaged and therefore can¿t engage the implant onto the handle. The procedure was completed using the damaged instrument. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6. Product was returned and evaluated. Visual examination of the returned product identified no apparent fractures present. Device exhibited signs of wear (nicks and scratches). Threads at the tip showed signs of wear and damage. The shaft thickness was measured and found to be within product specification. The device had a field age of approximately 22 years. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error, as it was mentioned the instrument was found damaged and worn and was still used to complete the procedure. According to the IFU instrument/provisional use, care and sterilization, it states under warnings: do not use cutting/sharp instruments with dull or deformed edges or instruments/provisionals that are deformed, corroded, damaged or worn. They may not perform as intended. Based on the returned product, the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.